Event description:
Prior to initiating the procedure, the surgeon observed that the foot of the sion device was missing from the instrument. The device did not come into contact with the patient's eye. Even though the broken foot occurred before the potential procedure, a broken or missing foot could cause a serious injury if it were to have been used or if it broke in the patient's eye.